Event description:
It was reported that the device gave an alarm with no alarm message. No known adverse effects to patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. The pump was found to have blanking screen with beeping when the power switch was pressed to turn on. The "alarming/beeping, with nothing on screen" issue was caused by faulty microprocessor unit (mpu) board. Service recommended to replace the mpu board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.